Manufacturer narrative:
One infusion pump was received for evaluation in relation to the reported event. It was noted the tamper seals were all intact and there was no external damage. A review of the event history log confirmed the occurrence of a " high alarm displayed: cassette not attached properly" alarm. A function test of the device was performed which was able to replicate the reported event. The downstream occlusion sensor was found to be defective and was replaced to address the reported event. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the device was experiencing a constant "cassette not attached properly. Reattach cassette." Alarm during testing. There was no patient involvement reported.